Event description:
General report received of an unspecified number of undocumented incidents of burst tubing; subsequently, leaks were noted. On unspecified dates, the option-lok male adapter of the primary tubing sets were connected to the microclave port of extension tubing sets and were being used to deliver unspecified medications, at rates of 10 ml/second, with a pressure setting up to 400 psi, via a power injector. After unspecified lengths of time, the customer contact reported that the tubings burst and unspecified volumes of solutions leaked. The primary tubing sets were replaced and the procedures were resumed. There were no reported adverse pt effects and no reported delays of therapies critical to these pts. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer contact indicated that the devices were discarded. A representative device from an unspecified lot is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.